Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump to address BG level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.